Event description:
It was reported an under infusion of ceftiraxone. Volume was added to complete the infusion as there was residual medication remaining in the IV bag. The clinician was questioning if she should ¿keep going or not¿ to empty the IV ceftriaxone bag. The clinician believes that overfill is included in the guardrails drug library, it is usually a 110ml IV bag. Cpc discussed optimizing secondary infusions, including overfill and medication additions, ensuring a secure connection, etc. With available clinicians. Also discussed saving the IV sets when this happens to check for manufacturing defects. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported an under infusion of ceftiraxone. Volume was added to complete the infusion as there was residual medication remaining in the IV bag. The clinician was questioning if she should ¿keep going or not¿ to empty the IV ceftriaxone bag. The clinician believes that overfill is included in the guardrails drug library, it is usually a 110ml IV bag. Cpc discussed optimizing secondary infusions, including overfill and medication additions, ensuring a secure connection, etc. With available clinicians. Also discussed saving the IV sets when this happens to check for manufacturing defects. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.